Event description:
It was reported that during patient use, a ventilator displayed a pressure sensor error. Although the unit continued to cycle, the patient was removed from the ventilator and transferred to another ventilator. There was no report of patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).